Event description:
During service by a baxter service technician, a flo-gard infusion pump was found to have experienced an f38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified a damaged pump head door. System testing identified the f38 alarm. This confirmed the reported condition. The cause was determined to be inoperative/defective force sensing resistors (fsr's). To address this issue, the fsr's and the pump head door assembly were replaced. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.